Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were under responsive. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2014 with the following findings: the keypad cover was found to be peeling/lifting next to the up arrow button. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. The keypad cover was removed and contamination was found under all key contacts. There was no evidence of moisture ingress on the keypad.